Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error was from flex trace corrosion due to a combination of moisture and soldermask delamination; these are related to design. A design change for the gastro flex was initated through a CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see section e1), correct the device evaluated by manufacturer (see section h3), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during an open heart surgery, the 3d transesophageal echocardiography (tee) probe was being used when the transducer prompted a usacquisitionhw_31 error message. The probe was replaced with another tee probe to continue and complete the procedure. The procedure was delayed by less than five minutes while a replacement tee probe was obtained. It was not necessary to repeat the procedure since there was no loss of data. There was no patient or user injury reported. No additional information was provided.